Event description:
It was reported that the lead exhibited high thresholds, causing the implantable cardioverter defibrillator (ICD) to deplete at an accelerated rate. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.